Event description:
The lay user/patient called lifescan (lfs) in 2005, and alleged that his meter would not power on. The medical affairs specialist mailed a letter in 2005, since the user could not be reached by telephone for further clarification. The patient stated that he was unable to test for two days. At some point he reported that he began experiencing symptoms of dry mouth, burning sensation in feet, and light-hedadness. He reported that he took no action prior to going to the hospital. At the hospital, he obtained a result of 382 mg/dl on the hospital meter. He was treated with an IV. It would have been helpful to know the time sequence of the events that occurred. It would have also been helpful to know what if any medication that the patient was taking and if any adjustments were made to his medications when he was unable to test. The patient was using the correct test strips. While troubleshooting, the issue was resolved. The pt had not correctly inserted the strip into the meter. When the strip was correctly inserted, the meter powered on as expected. This complaint is being reported because the patient was unable to test, due to use error, which led to the patient receiving treatment in the hospital for hyperglycemia. A replacement meter has been sent to the patient.